Manufacturer narrative:
(B)(4). As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set became disconnected from a non-baxter product during priming. There was no patient involvement. Additional information was requested but is not available.